Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a 375 error code on the implantable neurostimulator recharger on (B)(6) 2016. The patient first got end of service and then the implantable neurostimulator recharger said 375. It was noted that the code indicates antenna failure. The patient was in the middle of recharging when the error codes came up. The patient had a full charge at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.